Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d medical device brand name. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to open and unable to recover. A field service engineer had dialed into the station and confirmed there were no failure. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es the fridge was failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.